Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, oversensing was observed on the right ventricular channel. Programming changes were made and the patient was stable throughout.

Event description:
Additional information indicates that when the patient presented in clinic, alerts for non-sustained right ventricular oversensing were observed. Technical services confirmed that the oversensing was actually lead noise. The physician elected to cap and replace the lead (B)(6) 2019 and the patient was stable throughout.